Manufacturer narrative:
H10: the devices have both been returned to the manufacturer for evaluation. The investigation identified subcutaneous leak/break/split without embolism for each malfunction. Additionally, one malfunction confirmed for flexural fatigue damage. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two (2) malfunction events. A review of the events indicated that model 9808560 implanted port allegedly experienced a fracture on the catheter. These events were reported from various sources. Both events involved patients with no reported injury. One (1) of the two (2) events reported the patient as a female, the other event did not report patient sex. The patients¿ age and weight were not reported for either of the two (2) events.

Event description:
This report summarizes two (2) malfunction events. A review of the events indicated that model 9808560 implanted port experienced a fracture on the catheter. These events were reported from various sources. Both events involved patients with no reported injury. One (1) of the two (2) events reported the patient as a female, the other event did not report patient sex. The patients¿ age and weight were not reported for either of the two (2) events.

Manufacturer narrative:
The devices for both events have been returned to the manufacturer for evaluation. The investigation identified subcutaneous leak/break/split without embolism for each malfunction. Additionally, one malfunction further identified a fluid leak. The devices are labeled for single use.

Manufacturer narrative:
The devices for both events have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
This report summarizes two (2) malfunction events. A review of the events indicated that model 9808560 implanted port experienced a fracture on the catheter. These events were reported from various sources. Both events involved patients with no reported injury. One (1) of the two (2) events reported the patient as a female, the other event didn't not report patient sex. The patients¿ age and weight were not reported for either of the two (2) events.